Event description:
Around thanksgiving time pt started having problems after using the product. Pt went to see an eye dr several times but infection would not clear. Pt went to see own primary physician, antibiotic was given and infection cleared.